Manufacturer narrative:
There was no unexpected audio or beep anomalies and excessive no delivery alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, prime, compromised force sensor, selft test and no delivery.the unit had a cracked lcd window, case at lcd window corners, reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported a no delivery alarm on the insulin pump. It was stated that the device has a beep anomaly. There was no button pressed accidentally, no bolus, no temporary basal and no alarms. It was stated that the no delivery alarm was resolved by a complete set change. Blood glucose value is 8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.